Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his pump is alarming no delivery. His blood glucose is 269 mg/dl. Troubleshooting was performed and the pump no longer alarmed no delivery. The customer declined to troubleshoot for a high blood glucose and treated with an injection. He also mentioned that he received a battery out limit alarm but also declined troubleshooting. The insulin pump will not be returning for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform self test, off no power test, error test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarm. Pump passed idle current test and run current test. Unable to verify excessive no delivery alarm, battery out limit alarm and motor position encoder error alarm due to motor error alarm. Pump received with minor scratched display window and cracked reservoir tube lip.